Manufacturer narrative:
The insulin pump was received with missing segments horizontal line on lcd glass due to cracked zebra connector on lcd board. Device functioned properly during rewind and basic occlusion, occlusion, prime test, the excessive no delivery and displacement test. No motor error alarm noted. Motor passed motor test. Device was received with cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 121 mg/dl. Troubleshooting was performed. The device was returned for analysis.